Event description:
The customer stated that the axsym rubella lgg reagent calibration failed with error code 1048: calibration check failure, cala/b rartio too high, on the axsym analyzer. The abbott field service engineer (fse) replaced the sample carousel motor, performed a robotics calibration, cleaned the matrix cell carousel, performed a meia station verification, a meia/fpia optics verification, check the fluids and recalibrated the rubella assay without resolution. The fse then recalibrated with an old lot of calibrator and the calibration passed. No impact to patient management reported.

Manufacturer narrative:
(No consequence or impact to patient). (Calibration error). (Error message given) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.